Event description:
It was reported that the patient experienced a return of spasticity, rash, hallucination and anxiety. The patient was planning to consult with a new pain management physician to evaluate the situation; a dye study was planned for (B)(6) 2012. Additional information has been requested; a follow-up report will be sent if it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2004-(B)(6), explanted: unk; catheter model: 8578, serial# (B)(4), implanted: 2009-(B)(6), explanted: unk. (B)(4).